Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
The baker grade of the reported, capsular contracture is unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, an opening on posterior, red particles on the shell, creases fold, and wear abrasion. A microscopic analysis was performed which identified, a crease sharp opening on posterior and stress marks. Based on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified two devices one broken and the other appears to be intact, appears to have calcification on the surface and brown / red particles.

Event description:
Physician additionally reported capsular contracture. Device has been explanted and replaced.